Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump declared a temperature alarm while charging. There was no impact to customer's blood glucose level. The pump was inside and not exposed to any extreme temperatures. The customer was able to clear the alarm and resume insulin delivery.